Manufacturer narrative:
Weight: unknown, information not provided. Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dfr00v model intraocular lens(iol) had a dent . There was no patient contact. The event was observed during handling but prior to insertion into eye. No further information available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 08/13/2021. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the product was received in the original packaging. The product was inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the push rod is not in the original position. The iol is advanced and it lies in the cartridge. The haptics are folded over the iol body. The reported dent could not be observed. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.